Event description:
It was reported the end of the guide wire is not smooth, making it difficult to withdraw the puncture needle. It was reported this occurred with two devices. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed but the root cause could not be determined. The product returned for evaluation was one guidewire. Additionally, one photograph was also submitted by the complainant for review. A gross visual inspection of the returned unit found that use residue was present throughout the guidewire and that the guidewire was bent at four locations. The complainant photo indicated that the bend near the proximal end (denoted as bend 04 in this investigation) was the damage involved in the reported event. Microscopic inspection of the bent locations did not identify any additional features such as misaligned guidewire coils. Further inspection of the overall guidewire found that two locations of deformed coils were present. The deformed coils occurred approximately 2.3in. From the distal end and approximately 2.9in. From the proximal end. The combination of deformation and usage residues suggested that resistance during attempted use likely contributed to the damage; however, it could not be determined if any additional factor(s) also contributed. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.